Event description:
It was reported that an (B)(6) male patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered diaphragmatic eventration. It was reported that the patient suffered diaphragmatic eventration after the procedure. The procedure had been completed successfully. It is unknown when the event occurred. Phrenic nerve palsy; diaphragmatic eventration occurred. The patient was under follow-up observation. No extended hospitalization was required. The physician commented that since the left atrial diameter was enlarged and extended toward the lateral wall to involve the phrenic nerve, there was a possibility that the catheter may have contacted the phrenic nerve during ablation. No additional treatment was conducted. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was due to the patient condition. There was no intervention provided and the patient was to be followed up on. The patient outcome of the adverse event is unchanged. No relevant tests or laboratory data. The complaint product will not be returned for analysis.

Manufacturer narrative:
Initial reporter facility name (cont.): (B)(6). Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30700763l and no internal actions related to the complaint was found during the review. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received as follows: the patient is 54 kg and therefore, a 4. Weight of the patient and a 4. Weight unit have been updated. It was reported that the patient has a history of chronic heart failure, hypertension, angina pectoris on exertion. Therefore, b 7. Medical history/preexisting condition has been updated. The physician¿s name is dr. (B)(6). Therefore, e 1. Initial reporter title, e1. Initial reporter first name, e1. Initial reporter last name, e2. Health professional, e3. Initial reporter occupation have been updated. The generator was a smartablate, the ultrasonic device was a p500(siemens), the stimulator was a nihonkohden, the sheath used was a vizigo and the septal puncture needle was a radiofrequency (rf) needle. Therefore, the concomitant product section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). It was previously reported on the 3500a initial report that the patient is a male. However, addditional information was received, and it was clarified that the patient is a female. Therefore,a 3. Gende has been updated.

Manufacturer narrative:
Manufacturer's reference number: (B)(4) during an internal review on 20-jun-2022, it was noted that the patient's height, which is 150 cm, was inadvertently omitted on the 3500a follow-up report #1.